Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. This rv lead was successfully replaced, and no additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. This rv lead was successfully replaced, and no additional adverse patient effects were reported. Additional information was received and it was reported that this rv lead was surgically abandoned due to noise. No additional adverse patient effects were reported.